Event description:
It was reported that the ac connector was broken. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer reported issue of the broken ac connector. However, this pump contains a reportable malfunction of the damaged dso seal. The dso seal was replaced.